Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select simple meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 07:00 to 08:00am. The patient manages her diabetes with fixed insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue, however stated that on (B)(6) 2017 at 12:00pm she visited an urgent care clinic where she had her blood glucose tested on a clinic meter which gave a result of ¿over 300mg/dl¿ and she was treated by a healthcare professional with 5 units apidra insulin and 16 units of lantus insulin. During troubleshooting the cca noted that it was not the first time the meter had been used. The patient had been using the incorrect test strips to try and power on the meter. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.